Manufacturer narrative:
Failure analysis noted that the pump was unable to prime and alarmed motor error during the basic occlusion test due to faulty force sensor resistor (gold). The pump had cracked battery tube threads and scratched lcd window. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error more than once in 2 days. The customer's blood glucose reading was unknown. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.